Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed multiple air bubbles within the tubing. A cartridge change was performed resolving the issue. Blood glucose level was 350 mg/dl.